Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bronchus resection on a laparoscopic lobectomy, incomplete staple line was noted. There was an air leakage during the procedure. Suturing was performed to correct the issue.